Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump, but the caller was unable to perform the reset at that time due to a lack of charging supplies. The caller intended to perform the reset independently and planned to call back if the issue persisted.